Event description:
An issue was reported where a malfunction alarm occurred, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reoccurred.